Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed functional testing. Visual inspection revealed contamination around both power ports, likely due to handing of the device. Log file analysis revealed 21 controller power up events logged between (B)(6) 2021 and (B)(6) 2021. The controller was off for an average of ten seconds per loss of power. Several momentary disconnections were noted leading up to some of the losses of power. Loss of power to the controller will result in an audible no power alarm. Log file analysis revealed 21 controller fault alarms and multiple event exceptions logged between (B)(6) 2021 and (B)(6) 2021, due to a fault in the internal battery charging circuit. Log file analysis also revealed internal battery voltage values slightly below nominal values. An internal inspection did not reveal any anomalies. Supplemental testing was performed and the controller was allowed to run for an extended period of time; the results revealed that the controller fault alarm, event exceptions, and abnormal values could not be replicated. Supplemental testing also revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Based on the available information, the reported events were confirmed through log file analysis. The associated power sources had been lubricated prior to release. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the observed momentary disconnections can be attributed to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. The most likely root cause of the reported controller fault alarms can be attributed to a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm due to the internal battery reaching end of life. The controller also exhibited an unexpected power loss along with a no power alarm. The controller was exchanged. No patient complications have been reported as a result of this event.